Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm if the patient was unable to pause insulin or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; unspecified.

Event description:
It was reported by the patient that the controller continued to give insulin even though the patient had paused insulin delivery in manual mode. The blood glucose levels declined to 54 mg/dl. At the time the insulin delivery was paused, the patient's iob (insulin on board) was 1.5 units. The patient noticed after pausing the insulin for 2 hours, their iob had increased to 2.1 units.